Event description:
It was reported that the pulse generator could not be interrogated. The patient reported not feeling well for the past two weeks. At the last office visit on (B)(6) 2009, measured data was 2.70 v, 5 ua and 4.8 kohms with an estimated remaining longevity of 1.6 years. The pulse generator was explanted and replaced.

Event description:
It was reported that during a roux-en-y procedure, the devices caused insufflation issues. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.